Event description:
Laney box did not function -send alarm- when tubing disconnected from ventilator. Rt happened to be walking by when ventilator alarm sounded. Laney box removed from the room. No adverse effect to patient.